Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system test, excessive no delivery test, occlusion test. Unexpected restart. A cold reset was performed error test, off no power test and all operating currents test. No inverse check error. Noted. However inverse check error alarm error was found in history file. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had inverse check error. The customer's blood glucose level was 602 mmol/l. The customer reported that they were able to clear the alarm and rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.